Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issues. The device logs were reviewed and it was observed that the device rebooted after delivering the second shock. The therapy pcb was replaced as a precaution. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The issue of no defibrillation energy delivered was not able to be verified and was not able to be duplicated. Root cause could not be determined. The issue of unexpected loss of power was able to be verified and was not able to be duplicated. Root cause could not be determined.

Event description:
The customer contacted stryker to report that their device rebooted when attempting to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that their device rebooted when attempting to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.